Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional later confirmed right side rupture. The device remains implanted.

Manufacturer narrative:
Continued d.10 concomitant therapy: fluocinonide, fluticasone propionate, hydrocortisone, ketoconazole, levothyroxine, loratadine, ondansetron, paroxetine, percocet. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. ¿ no penetrating nick stress marks. ¿ observed 40 mm dark patch edge material inside gel device. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Device has been explanted.